Event description:
A customer called into our customer service department and inquired if the product, rainbow exercise band mini loop, contained latex. During the conversation, the customer stated, she is allergic to latex and had felt a stinging sensation while she was using it. In the course of the conversation and the time elapse between the initial call and this report, the contact info was not able to be found. A corrective and preventive report (CAPA) was generated to correct a labeling and order entry issue.

Manufacturer narrative:
Correction made to include latex warning info on exercise band products made by (B)(4) ordering and inventory program, elite has been updated to include a latex warning on exercise band product produced by (B)(4) web site has been updated to include a latex warning.